Event description:
It was reported through clinic notes dated (B)(6) 2011 received on (B)(6) 2011, that the patient's device was interrogated and found to have high impedance. It was also noted that the patient had a cluster of break through seizures, in (B)(6), that were back to back for a few days and resolved on their own. It was also mentioned in the notes that the patient had seizures in 2011 that lead to hospitalization. It is unknown at this time if the patient's increase in seizures is related to the high impedance. Available diagnostic history indicates that the generator is also at or nearing end of service. The patient has since been referred for a replacement procedure. Revision is likely but has not occurred to date. Attempts for additional information are in progress.

Event description:
Product analysis on the generator and lead has been completed. During analysis of the generator, the battery was found to be depleted. This was determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. An analysis was performed on the returned lead portions and a lead brake was confirmed. Note that the electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned lead, the quadfilar coil appeared to be broken in the area of the abraded outer and inner silicone tubes. Scanning electron microscopy was performed and identified the area as being mechanically damaged with pitting which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. The abraded openings found on the outer and inner silicone tubes, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and inner silicone tubes. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received indicating that the patient had a full revision on (B)(6) 2011. Prior to the procedure, the manufacturer's representative reviewed patient x-rays and indicated that one of the lead pins did not appear fully inserted. A pin re-insertion was performed prior to the removal of the old devices to determine if this was the issue. Diagnostics following the replacement were said to be normal. The patient's lead and generator were replaced on (B)(6) 2011. The products have since been returned to the manufacturer however product analysis is not yet complete.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.